Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter continued to display the apply sample icon instead of counting down and providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation. It was not reported when the alleged meter issue began. The patient stated that she manages her diabetes with unspecified doses of insulin (humalog) and oral medication (metformin). The patient claimed she stopped taking her insulin when she was unable to obtain a blood glucose result due to the alleged issue. The patient reported that at an unspecified date and time after the alleged issue began, she developed "high blood sugar" and experienced symptom of "vision getting blurred". The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted the patient was not a first-time user of the lfs product. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she stopped taking insulin when she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury adverse event after the alleged meter issue began.